Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the applications were running on older versions. A technical support specialist (tss) reviewed the es and carefusion coordination engine (cce) servers and identified two primary issues: an ssl certificate concern and an outdated cce application version. The ssl certificate bound to internet information services (iis) appeared to be causing a site not secure warning, which required the application owner to obtain and apply a signed certificate. Additionally, the cce and restock order applications were running older versions that required microsoft silverlight and internet explorer, which were not supported in the customer's environment. Workarounds using microsoft edge in ie mode or an ie tab extension were provided, and the customer was advised to coordinate with their bd account executive to discuss upgrading to a newer, compatible version and customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the device experienced an issue with the application website due to a self-signed ssl certificate. As a result, a "this site is not secure" message was displayed. It was identified that a signed ssl certificate obtained through the appviewx platform would be required to resolve the issue. Additionally, silverlight could not be installed on any devices within the customer environment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.